Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary surgical procedure was performed by the customer and the procedure was completed as planned with few restarts. The philips field service engineer (fse) inspected the system on site and confirmed that geometry movements were not available. Review of the system log file showed that there was power runtime failure and 110v power was not present. Upon troubleshooting, fse found that the issue with defective power supply. To resolve this issue, fse replaced power control unit (pcu) in the r cabinet but still the persists; so fse replaced the power supply. The defective power supply was returned to philips for analysis and found that the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.